Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia breathing system (abs) was replaced, and the unit was returned to service.

Event description:
The hospital reported that the system did not recognize the position of the bag to vent switch preventing selection of the desired mode of ventilation. There was no report of patient involvement.